Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, an error code related to the internal battery was observed. The technician recommended replacing the device's internal battery to address e193 err_perm_fail_int_li_ion. Additionally, an error code related to the circuit was observed, but not related to the reportable malfunction/issue.